Event description:
A customer observed positively biased k+ qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that a random k+ outlier occurred during a k+ precision test. There is no indication to suggest that the reagent or analyzer malfunctioned. The investigation did not determine the root cause of the single biased result. The root cause of the event is unk.